Manufacturer narrative:
The investigation into vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-23595.

Event description:
It was reported that a first impella cp was inserted but the cp was having a sensor problem that was reported in complaint (B)(4). The medical doctor exchanged to a new impella cp. The patient continued to code and expired in the procedural area. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿